Manufacturer narrative:
Mentor has completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. The product evaluation (pe) team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Concomitant products: mentor smooth round moderate plus profile 300cc saline breast prosthesis, catalog #3502300, serial (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent mentor smooth round moderate plus profile 300cc saline breast prostheses when the right breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 325cc saline breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.